Event description:
The customer reported that the 7900 system had limited x-ray size. No pt injury was reported.

Manufacturer narrative:
The MFR's svc rep performed an on site investigation. The iris potentiometer was adjusted. The system was tested and is operating as intended. This malfunction may have resulted in an accidental radiation occurrence.